Event description:
The facility's "ICU" educator reported to baxter (B)(4) that the filter of an interlink syringe adaptor set had split and leaked solution. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. Visual inspection revealed that the white cap which is attached to the syringe adaptor had a crack, confirming the reported condition. The root cause of this condition could not be determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.